Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 99% stenosed and de novo lesion was located in the severely calcified and severely tortuous right coronary artery (rca). The 15mm x 2.5mm quantum maverick monorail balloon catheter was advanced to the lesion and inflated to 18atms, the balloon ruptured. The balloon catheter was removed intact without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 99% stenosed and de novo lesion was located in the severely calcified and severely tortuous right coronary artery (rca). The 15mm x 2.5mm quantum maverick monorail balloon catheter was advanced to the lesion and inflated to 18atms, the balloon ruptured. The balloon catheter was removed intact without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Manufacturer narrative:
Device evaluated by manufacturer: visual, tactile and microscopic examination of the returned device revealed presence of dried blood and contrast which is consistent with the device having been introduced into the body. The balloon had evidence of positive pressure. Visual examination of the balloon revealed a pinhole approximately 17.5 mm proximal from distal tip. No further damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).